Event description:
It was reported that the patients therapy was producing too much tingle, and overstimulation was felt in the buttocks and right leg when the feel program was on. Program optimization was done and patient reported satisfaction with current therapy. No other complications were reported, and the device remains implanted and in use.